Event description:
It was reported that the pump was blocked, and the cassette could not be removed after the removal from the patient. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor was replaced and the device passed all testing.